Event description:
It was reported that this was an arteriotomy closure of a heavily calcified left common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 12f and the procedure was completed. Reportedly post procedure, while advancing the knot in one of the pre-placed devices, the suture broke. During preparation of a new proglide, the foot plate broke due to mishandling from the technician. Therefore, a new proglide was used and placed. However, hemostasis was not achieved. A third proglide was deployed and hemostasis was successfully achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported patient device interaction problem and patient effects, and the relationship to the product, if any, could not be determined. The subsequent treatments were likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.